Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and an unk mesh was implanted into the patient. It is reported that the patient experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - dyspareunia. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion of mesh for pelvic organ prolapse, the patient experienced pain, bowel problems, recurrence, organ perforation. It was reported that on (B)(6) 2010, the patient underwent a repair with cr bard: sepramesh. (B)(4).

Manufacturer narrative:
Date sent to FDA: 8/5/2019. Additional narrative: it was reported that the patient underwent revision surgeries on (B)(6).